Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with 510k number k190805. Evaluation summary it was caused due to a physical damage applied on the bending rubber. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Micro leak of the bending rubber, presence of drops in the lcb lens. There is no liquid presence in the segment.